Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The report of pump thrombosis and low flow hazard alarms could not be confirmed. No log files were submitted and (B)(4) was not explanted; the pump was not available for evaluation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt presented with chest pain and alarms. A CT of the chest was performed and a thrombus of the inflow/outflow cannulae was suspected. "No flow" alarms were observed on the system controller. The system controller was exchanged and the "no flow" alarm continued. The lvad was turned off. The pt remained hemodynamically stable and the pump remains off at this time.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2014.